Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high blood glucose readings, confirmed by fingerstick to 415 mg/dl, after a recent supply change and a breakfast announcement that differed from the user¿s usual practice, with subsequent observation of insulin leakage inside the pump during troubleshooting. The user was using a contact detach infusion set and fiasp cartridges. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure involving the user interface, including meal announcement selection and cartridge/adapter handling sequence. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.